Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed de novo lesion being treated was located in the non tortuous and moderately calcified ostial left circumflex (lcx) artery. Access was obtained through the femoral artery. The target lesion was pre-dilated with a 2.0x15mm maverick balloon. The physician attempted to place the 2.50x16mm taxus liberte stent, but could not cross the lesion. The procedure was not completed due to this event. No information was available regarding patient complications. The patient condition was reported as "stable". However, the returned product analysis of the 2.50x16mm taxus liberte stent delivery system revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Two stent struts on row 1 were raised. Solidified blood was present within the inflation lumen, therefore, indicating the device had been used in vivo. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).